Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for the right side. Device was explanted.

Event description:
Un-report rupture and capsular contracture. This record is a duplicate of (B)(4). Please see (B)(4), for reportable events.